Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, five minutes into the procedure, there was a cervical seal, fluid loss at approx 10 cc/min. The scope was advanced, a tenaculum was added, and the procedure continued. After the second tenaculum was added, there was a second fluid loss of approx 10 cc's/min and the case was then aborted. There were no burns observed post procedure. Follow up info received on june 24, 2009 confirmed that there was leaking at the cervix, nothing unusual about the cervix, and no indication of overdilation. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any add'l relevant info is received, a supplemental medwatch will be filed. (B)(4).